Event description:
It was reported that the cassette bag collapsed. Filling this cassette was very difficult and required 2 hands to push the fluid in and the cassette was filled halfway. Once an attempt to remove air there was an audible air leak, and the distributor was unable to fully remove the air due to lack of suction. The event occurred at the distributor facility, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One (1) used device was received for evaluation. A visual inspection was performed, and the reported issue could not be duplicated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.